Event description:
Customer called siemens technical support and stated a ventilator was displaying an error code "po0". No injury had occurred to this point. As a precaution, the therapist was requested to swap the ventilator out with a known working unit. Both facility risk management and biomedical engineering were contacted subsequently and they decided to provide any device or event specific info. Siemens has been instructed to refrain from further inquiries by the facility.